Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen intermittently blacked out. The device's lcd, lcd backlight cable and system board need to be replaced to address the issue.